Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the distal end (c-body) has a chip, and there was no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the distal end (c-body) has a chip, and there was no image. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.